Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.81, lab: 2.17. Lab draw was obtained 15 minutes after meter reading.